Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the battery gauge was observed to be fluctuating. Although requested, the contact declined to provide additional information regarding the events and declined a follow-up. There was no reported adverse impact to the customer's blood glucose level.